Manufacturer narrative:
The device was not returned for evaluation.  Images within the article but are not relevant to the root cause structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis) is listed in the sapien 3 IFU.  Additional information received indicated the case was performed in italy.  The valve was explanted due to structural valve deterioration, aortic regurgitation and acute heart failure.   The last echo prior to the explant showed the patient had lv hypertrophy, an lvef of 50%, severe aortic regurgitation (intraprosthetic jet), mild mr, and paps measuring 60mmhg. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets.  Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction.  Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle.  Depending on the severity it could be an indication for valve replacement or medical intervention.  Tissue calcification is a very common failure mode.  The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood.  Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself.  It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.  A very common failure mode is tissue calcification.  The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood.  Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself.  It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.   In this case, the root cause for the valve degeneration cannot be determined as the powerpoint presentation did not provide information.  However, the valve degeneration may be related to the patient¿s co-morbidities (not provided) or the pre-existing valvular disease process.   Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Date of event: date of event is unknown. Investigation is ongoing. Bibliography: bapat, vinayak, frcs. Cth, (2019, june) surgery after failed tavr? A new iatrogenic disease. Poster presented during the tvt 2019 structural heart summitt meeting in chicago, il.

Event description:
As reported during a presentation at tvt 2019 titled, "surgery after failed tavr? A new latrogenic disease", a sapien 3 valve was explanted after three years.  No additional information was provided.